Manufacturer narrative:
Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, manufacturing records were not reviewed. The device was not returned to edwards as it was discarded by the hospital staff. Based on the information received, operational context most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Through edwards implant patient registry it was learned a 21mm edwards aortic valve was explanted after implant due to possible dynamic obstruction of the left coronary ostium. Per the operative report, the 21mm was implanted. The ostium of the right was easily identified, but not the left, which was very close to the sewing cuff. Cardioplegia was easily seen coming out of this ostium. After release of the aortic clamp, the heart was av paced at 8 beats/minute due to a ventricular escape rhythm. Echo demonstrated the valve to be in good position without any perivalvular leak. The patient was separated from bypass without difficulty, decannulated, and eight sternal wires were placed. Upon closing the chest, the patient's systolic blood pressure began to drift and eventually they lost a perfusion rhythm. The chest was reopened and the patient recannulated instituting bypass. An intraaortic balloon pump was placed and the patient was perfused for approximately 30 minutes. They came off bypass, and once again the patient was observed for approximately 40 minutes at which point, the pressure began to drift and they lost a perfusion rhythm. The patient was recannulated a third time, and the decision was made to open the aortotomy and re-arrest the heart. The valve was explanted and the coronary arteries assessed. The surgeon made the decision to replace the valve with a small bioprosthesis due to a possible dynamic obstruction of the left coronary ostium. A 19 mm edwards valve was chosen. The annulus was debrided more aggressively and the valve seated. It was confirmed with a right angle clamp that both ostium were seen. A patch was used to close the aorta. Echo showed the valve in good position without perivalvular leak. Due to significant tissue edema and poor oxygenation, the chest was left open. The patient was returned to the open heart recovery unit in critical, but stable condition on significant vasopressor/inotropic support.